Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02 (B)(4) model description:precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing residual stimulation. The physician determined that the lead was resting on a nerve. The patient was prescribed medication to relieve the patient's nerve stimulation.